Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that there was a bent cannula prior to her high blood glucose readings. The customer stated that these issues have been going on for about 4 months and she has been switching back and forth between quicksets and mios. The customer stated that her pump never alarmed her with any deliveries even though her sets are bent. The customer was advised that if the set is inserted in areas where scarred or hardened tissue or stretch marks are present, it may result in bent cannulas.